Event description:
I was subjected to consistent, unnecessary and painful surgical procedures, putting financial gain above patient care. I recently learned that I had been receiving between 14 and 16 weeks' of medication inserted into my pain pump each month, but consistently scheduled for premature follow up surgical procedures wherein the remaining 7 to 9 weeks of medication is extracted and disposed of and my pump refilled to capacity. This process subjected me to between 6 and 7 unnecessary surgical procedures per year or between 30 and 40 unnecessary surgical procedures over the six-year period. More importantly, the physician was advised from the onset and throughout the six-years that the pump was not alleviating my pain, evidenced by continued need for oral medication and the patient pain form submitted each month. (Below listed is a chronological report of facts and medical history). This experience has enlightened me to what I believe is a corrupt procedure incented by greed, leaving the patient helpless and at the mercy of the physician. I have learned that a patient is very much tethered to the physician who implants the pump, and in my opinion, held hostage for future care and treatment. It has been ten months since my last visit with dr. (B)(6), and my pump still sits in my abdomen and spinal cord with an alarm beeping every 15 minutes (which dr (B)(6) is aware of and could easily disengage the alarm). My physicians' unethical refusal to refill prescriptions for oral medications prescribed by him for over ten years (lyrica and tramadol) and his knowledge that I was dependent on these medications for pain management, simply because I requested a case manager to help adjudicate my claims, is consistent with dr. (B)(6) expectations of patient obsequiousness. In addition, the unethical refusal to return my emergency call for help and forcing me into dangerous narcotic withdrawal without medical assistance, is also consistent with the punitive withholding of patient care if the patient does not exhibit total subservience. Because there is not another physician in (B)(6) that will manage a pump implanted by another physician, I have not been able to find a pain specialist to manage my care. Therefore, the pump is still implanted, and the alarm is still beeping in my abdomen (like a phone text sound) causing me continued anxiety, which I am unable to escape. My psychiatrist, dr. (B)(6), (B)(6) clinic, prescribes lyrica 300mg three times daily, which is currently helping me manage my pain. FDA safety report ID# (B)(4).